Event description:
On july 2002 the end-user's family member called medtronic to report that end-user has been hospitalized for high bg and diabetic ketoacidosis for 2 days. Leak was discovered at luer connection. Weak "batts" and/or exposure to heat could have caused this incident. On july 2002 maersk medical a/s received the complaint and 1 used tubing.